Event description:
It was reported that while performing a threhsold test the screen of this programmer froze preventing the halting of this test. The patient was dependent and due to loss of capture (loc), the patient lost consciousness. The programmer was removed from service. Technical services (ts) educated the caller that had the programmer wand been removed from the patient this too would have ended the threshold test.